Event description:
It was reported the insulin gauge was displayed inaccurately. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin therapy successfully.